Event description:
Sorin group (B)(4) received a report that the touch screen was defective in the mast roller pump. There was no patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 control panel. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen was defective in the mast roller pump. There was no patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Event date: (B)(6) 2014. Livanova (B)(4) manufactures the c5 control panel mrp. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue, which was resolved through the replacement of the faulty touch screen along with the (B)(4) driver boards and cables. Photos of the defective touch screen were requested by livanova (B)(4). However, the device was damaged beyond recognition due to flooding in the reporting country. Further investigation could not be performed and a root cause was not determined. Through follow-up communication on march 10, 2017, livanova (B)(4) was able to confirm the event date to be (B)(6) 2014. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.